Manufacturer narrative:
Date of event. The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has increased tremor. It is unknown if there were any factors that may have led or contributed to the issue. Impedances were checked and were out of range for both left and right implantable neurostimulators (inss). The impedance issues were first found before the neurologist. The physician ordered an x-ray and the issue was not resolved. It is unknown if surgical intervention is planned. Impedances found on both right and left sc neurostimulators were: left ins: c & 3= 21.5k, c & 2= 9,415, c & 1= 17.2k, c & 0=29.2k, 3 & 0= 24.1k, 3 & 1= 13.9k, 3 & 2= 32.9k, 2 & 0= high, 2 & 1= 27.9k, 1 & 0= 27.4k right ins: c & 3= high, c & 2= 605, c & 1= 628, c & 0= 692, 3 & 0= high, 3 & 1= high, 3 & 2= high, 2 & 0= 900, 2 & 1= 714 1 & 0= 769.

Event description:
Additional information was received stating the patient had exploratory surgery for impedance issues on his left side dbs system. Prior to surgery all impedances were high except for pairing 3& 0, which showed investigate at 30.8k ohms. The hcp started by disconnecting the extension wire from the sc ipg. He then reconnected the wire to the ipg and impedances were checked again, but impedances were unchanged. He then disconnected the lead/extension connection and then reconnected them and impedances were checked again, but were unchanged. The hcp then examined the extension wire again about 3-4 inches away from the ipg and saw a bend and at the bend it look fractured. He replaced the extension wire with a new one (3708660 sn (B)(6)) and all impedances were then normal. The issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2020 product type extension product ID 37603 lot# serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.